Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Per the instructions for use (IFU), mechanical failure of the delivery system, and/or accessories potential risk of the tmvr procedure. The delivery system was discarded following the procedure and was not available for evaluation. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from patient calcification when the inflated delivery system balloon comes in contact with the calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. In this case, although the exact cause of the event cannot be confirmed, procedural factors (5cc of additional volume in the balloon, valve in valve procedure), in addition to patient factors (pre-existing stenotic surgical mitral valve) may have contributed to the balloon burst during the deployment of the sapien 3 valve in a pre-existing surgical mitral valve. The ruptured balloon likely contributed to the reported difficulties encountered during the withdrawal of the delivery system. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported, during a transeptal mitral valve-in-valve procedure (sapien 3 in a stenotic medtronic mosaic valve), balloon valvuloplasty was performed prior to the 29mm sapien 3 valve deployment. During the sapien 3 valve deployment, the commander delivery system balloon ruptured. The valve was deployed with nominal plus 5cc of volume. Post deployment the valve landed in 80:20 atrial/ventricular position with none/trace perivalvular leak (pvl). No injury to the patient was reported. During the removal of the delivery system the access site had to be opened ¿a little¿ in order to remove the delivery system. No access site cutdown was performed or required. At the time of the report, the patient was in stable condition and doing well. The cause of the balloon rupture was not determined. The commander delivery system was discarded following the procedure. The valve remains implanted in the patient.

Manufacturer narrative:
(B)(4).